Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic was broken in the distal area (not returned). The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The power and resolution of each lens was 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multi-focal toric company lens was replaced with a non-company monofocal lens. Due to the exchange of a multifocal toric lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not happy with the vision, clinical reason being presbyopia . The iol was explanted and exchanged for a non company lens following the initial implant procedure. Additional information has been requested.